Event description:
It was reported that during a routine removal, two rings rotated/dislodged from the plate. Upon removal of plate, surgeon noticed a black substance/discoloration on the tissue underneath where the rings were located and also on the plate. Patient outcome: patient was re-instrumented as planned and the case proceeded as usual. No adverse effect reported as a result of this event.

Manufacturer narrative:
Additional components involved in event:part no. Lot no. Description14-521514 948930, 719320 14mm fixed screw14-521614 878740, 949270, 917730, 949370, 917730, 949371 14mm variable screws